Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was not returned; however, complaints of the same nature have been received for this lot and has been related to the cassette identification (ID) tab on the pinch plate being broken off. The cassette will be recognized as a posterior cassette with manual stopcock (incorrect) but will pass priming and intraocular lens (iop) calibration successfully. However, during fluid air exchange (fax) mode, fluid (instead of air) continued fluid flow will observed as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken ID tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. While contributing factors, such as the broken ID tab and improper recognition of the cassette have been identified, the root cause for these failure modes is under investigation by the manufacturing site. An action was opened to determine a root cause and corrective action was taken for complaints of a similar nature. When the internal investigation has determined root cause, actions to address root cause will be planned and completed. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cartridge would not go into fluid air exchange (fax) mode during the vitrectomy surgery. The product was replaced, and the surgery was completed. Additional information was requested; however, none has been received to date.